Event description:
Reporter stated that customer received the following results on 2 different meters within 10 minutes: 3.7 mmol/l (compact plus system) and 12.5 mmol/l (mobile system). No actions taken based on device results. No adverse event due to the device reported. The alleged product is not available to return evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the compact plus system. Please reference medwatch with patient identifier (B)(6) for the mobile system. Device will not be returned.